Event description:
It was reported this patient received two inappropriate shocks occurring thirty minutes apart. Episode review confirmed the r-wave to t-wave ratio is poor which resulted in oversensing and the inappropriate therapy. A boston scientific technical services consultant documented and discussed the clinical observations and suggested troubleshooting. The caller followed up, stating noise was now observed in all three vectors with the patient laying down. Further discussion with the consultant was requested. No adverse patient effects were reported. A revision procedure was performed and the associated electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.